Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the article was analyzed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. The view of the broken surfaces does not show any anomalies of materials structure, what indicates material conformity as well. The investigation of the complained drill bit shows that the front part is twisted and the tip is broken off. Unfortunately we are not able to determine the exact cause which has led to this occurrence. Due to the damage it is likely that too much mechanical force had been applied during the surgery. We are aware that this is very delicate drill bit which require extra caution during use. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill broke during a procedure. The surgeon removed as of the broken drill bit as possible, but part of it remains in the patient. The patient is reportedly okay. There was a ten to fifteen minute delay in the procedure. This is report 1 of 1 for (B)(4).